Event description:
In 09/16/2004, the destination therapy pt was implanted with a vented electric left ventricular assist device (lvad), it was reporting by the clinical coordinator that the pt was experiencing red heart and yellow wrench alarms, grinding noise, increased current draw, and increased motor dust. It had been determined by the hosp that the pump had reached its end of life. As a result, the pt was taken to the or and the pump was replaced. The pt remains stable and on lvad support.